Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 10 and 11 were failed to open. A field service engineer inspected the drawers and found that both module controllers had power lights on with no activity lights. With only one module controller operational, replaced the module controller for drawer 10 and drawer 11. After replacing the controller, contacted medbank support to remotely access the system and configure the matrix drawer, tested drawers 10 and 11 with the medbank agent in the main application. Hardware test application (hta) testing was not available, as these drawers were matrix drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers on the cabinet were not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.